Event description:
It was reported that there was an inability to interrogate the implantable cardiac monitor device with either the diagnostic mobile programmer application or cle-m. There had been a lack of successful transmission from the device since (B)(6) 2025. Battery status was checked in carelink and showed "good" at the last transmission. The patient had not slept by their relay for months, which was identified as a potential procedural or device-related issue affecting transmission. The device remained implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.